Event description:
Customer reports an overinfusion on 3 5ml/hr infusors attached to 3 different patient's. The infusors contained 2.5mg/ml of marcaine, 5mcg/ml of sufenta in saline to a total volume of 25ml. Infusion duration reported as 2.5 hours. Customer reports no adverse clinical reaction.